Event description:
A pt reported that she was treated on 3/17 97 into vertical lines around and into the vermilion, glabella, left side of chin, and nasolabial folds. She noted pain at the injection sites during the treatment. When the treatment was completed, she noted redness where the needle pierced the skin and bruising at all injection sites. The pt requested an ice pack after the treatment. Two hours later the injection sites remained sore. During the night of 3/17/97, she woke up with pain all the treatment sites and bruised than that morning. On 3/19/97, the more tenderness had improved and the bruised areas were darker in color. There were dots of collagen at the right top part of the tip. On 3/21/97, the physician noted a small amount of bruising at the chin injection site and little lumps of collagen material at the treatment sites. Based on the pt's description of the symtoms immediately after the treatment, he surmised that she may have had an acute inflammatory reaction which he saw no evidence of when she was seen on 3/21/97. He did not believe pt had experienced an infection, but empirically he prescribed oral cephelaxin. On 3/24/97, the bruising resolved. On 3/27/97, the pt alleged that the lumps remained but were smaller.

Manufacturer narrative:
On may 18, 1998, a consulting physician reported the patient was injected with another formulation of collagen on april 23, 1997 with no difficulties.